Event description:
It was reported to nova biomedical that a consumer had been receiving high readings for some time. Subsequently, the consumer experienced a hypoglycemic event requiring medical attention, even though he was receiving a within normal reading. During the call, it was revealed that the consumer had been improperly storing the test strips as required in our directions for use. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.